Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the customer was hospitalized for hyperglycemia and high blood glucose levels on (B)(6) 2018 on wednesday in the morning and had issue with infusion set and possible under delivery of insulin. The customer was admitted to emergency room with high blood glucose levels of 23 mmol/l. It was reported that the customer current blood glucose level was 5.2 mmol/l. It was reported that the customer blanked out and fell down the stairs in the morning and her husband gave her 7 units of insulin by needle. It was reported that the customer had ketones levels of 5 mmol/l and kept going unconscious and the ambulance was called out. The customer had knees injuries and fractured in her baby toes. The customer was treated with 7 units of insulin of novo of rapid which brought her blood glucose level down to 14mmol/l. The reason of hospitalization was reported that the customer had high blood glucose levels and was feeling unconscious. It was reported that the customer was able to upload the carelink report. The customer stated that on (B)(6) 2018, her blood glucose level went upto 30 mmol/l which she treated with 10 units of novo rapid by needle. Troubleshooting was performed related to the bent cannula. The customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. The customer reported that she was unsure of the drive support cap. The customer was advised to change out the infusion set. Product is not expected to return for analysis.